Manufacturer narrative:
The tech installed a new gas spring and the head section is now lowering properly.

Event description:
The account alleged that one of the head section gas springs is leaking fluid, and because of this the head section will not lower.